Event description:
It was reported that the user dropped the ilet insulin pump, resulting in a cracked and nonfunctional screen and necessitating shutdown and replacement; the device was exchanged by overnight shipment and the original unit is being returned. Symptoms included hyperglycemia with a reported peak of 280 mg/dl, approximately one hour above 180 mg/dl, and body ache, without alerts persisting beyond 90 minutes, ketone testing, medical intervention, or assistance from others. Outcomes included temporary impact to glucose control and transition to backup therapy. Investigation included collection of event details, device use history as described by the user, and coordination for return of the damaged device for evaluation and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with accidental drop, resulting in loss of intended functionality and need for replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.